Manufacturer narrative:
Additional information in section a4.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Interrogation of the device revealed the device was at end of live when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the hospital for device follow up. After interrogating the patient, the device showed premature battery depletion and replacing the device was suggested. The patient is stable.

Event description:
New information notes that the device was explanted on (B)(6) 2020. The patient condition is stable.